Event description:
As reported: the customer opened the packaging and there was a human hair inside the cannula. The hair can be seen inside the packaging.

Manufacturer narrative:
Evaluation results: customer report was confirmed. Received (1) venous cannula, model tf036l and lot# 58530005, in sealed original package. A brown hair-like particulate was found inside the sealed package. The hair particulate was approximately 0.5" in length. A CAPA is not required at this time. This appears to be an isolated occurrence. In addition, these devices are carefully inspected by the operating team upon remove of the package. They are typically immersed in saline prior to use, during which time particulate such as this would be removed. Production operator awareness training was performed.